Event description:
It was reported by the clinical that the intraclude aortic device, icf100, the cannulae's balloon ruptured when the md "hit the balloon with a needle while placing a stitch in his mitral band." No patient injury was reported. It was stated that "the patient's right subclavian artery came directly off the aorta, so the surgeon decided to place the balloon closer toward the valve than he normally would. His final placement was at the sino tubular junction. The ascending aorta was fairly uniform in diameter. After initial placement, the balloon appeared to maintain hemostasis well and did not give any signs that would indicate it had migrated. "

Manufacturer narrative:
The product was in error discarded by the customer. The root cause cannot be determined. Therefore a CAPA was not initated for this event. This information will be included in trending and future CAPA determinations.

Manufacturer narrative:
Device evaluation anticipated upon product return from the customer.